Event description:
It was reported that the patient had a massage therapist who came every other week to ¿keep them limber¿ and a visit 6-7 weeks prior. Every time the massage therapist touched the patients lower back, it was the worst pain they ever felt. The patient told their healthcare provider (hcp) and the hcp thought it might be a knot of muscles but when they checked under fluoroscopy they said it was related to an anchor. There was no specific injury or known cause of this pain. If they were lying flat, they couldn¿t get up. But as long as something was supporting their back they were okay. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3550-39, lot# n314550, implanted: (B)(6) 2012, product type: accessory. Product ID: 3550-39, lot# n314550, implanted: (B)(6) 2012, product type: accessory. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).